Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had a confirmed fracture with high out of range pacing impedance. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise. The lead was programmed off. The patient is scheduled to have the revised. The lead remains in use. No patient complications have been reported as a result of this event.